Event description:
It was reported that the down arrow button on the insulin pump has an intermittent response and water can be seen in the display. Device was not dropped or exposed to moisture. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.